Event description:
In accordance with title 21 part 803, subpart b, 803.22(b)(2), this letter is to notify and provide you the information philips received on 04aug2025 which reported that during a lead extraction procedure, a pericardiai effusion was observed, and thoracotomy was performed to repair a coronary sinus perforation. The patient survived the procedure. A lead extraction procedure commenced to remove ra, rv, and lv leads due to cied system/pocket infection. The ra and rv leads were prepped with llds and the lv lead was prepped with suture and steel wire to provide traction. The ra and rv leads were removed successfully. Using a spectranetics 12f glidelight advancement could not be made over the calcified subclavian region. Switching to a (B)(6)8. Sf byrd dilator sheath, progress was made to the ra. Next, the glidelight could advance without radiation to ra, and the lv lead broke. Changing to a (B)(6) 9f evolution, and aligning axis to the coronary sinus, the lead separated. After that, switching to a femoral approach and right subclavian approach, a 14f glidelight and ospika snare was used to grasp the conductor wire. The glidelight was advanced without radiation into coronary sinus and reached the ostium of coronary sinus. The conductor wire was pulled into (B)(6) check-flo introducer, which was placed in right subclavian. The 9f evolution was inserted into coronary sinus but could not align to the coronary sinus due to the catheter stiffness, and the blood pressure dropped with each traction. After rotating the 9f evolution several times in the coronary sinus, the lv lead was able to be pulled from the side branch of the coronary sinus. Since it could not be retracted into the 9f evolution, the lv lead was pulled out and completely extracted. After removal, pericardia! Fluid was observed. An attempt was made to perform a pericardiocentesis, but echocardiography revealed that the needle was unlikely to reach the left ventricular side of the reservoir due to coronary sinus injury. A thoracotomy was performed, the coronary sinus was repaired, and the patient survived the procedure. Philips (spectranetics) is not the manufacturer nor importer of the (f evolution. The manufacturer of this device is (B)(6).